Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: repair request details: symptoms of video disappearing 5-6 times during surgery. Symptom / failure details: we inspected this product, but there were no abnormalities. Treatment work content: replacement work due to cuts on the cable exterior coating. Confirmation of images under a mirror, qip (quality inspection), passed. Probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, fiber board, intermittence between transition board and ch connector, fan / insufficient cooling, software, camera head, coupler , extension cable, intermittence while using rf devices , problem toggling light source from camera head, connected monitors, leaking, manufacturing/ service nonconformity, use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.